Event description:
It was reported that the right ventricular (rv) lead displayed high defibrillation impedance. The device will continue to be monitored. There were no patient consequences.

Event description:
Additional information was received that the issue was identified via remote transmission.